Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that their 4k autoclavable camera head had a communication error (e224) which caused no image to display. There was no reports of patient death, harm, or injuries reported.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that their 4k autoclavable camera head had a communication error (e224) which caused no image to display. There was no reports of patient death, harm, or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (e224) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting the communication error (e224) did not occur during a procedure. There was no harm or user injury reported due to the event.